Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 7.2 on the auxiliary unit was not detected on the bus. The field service engineer (fse) checked, and the diagnostics tool showed that no cubie pockets were attached to the drawer. The device was shut down, and the retractor band was replaced, but the solenoid continued to draw power and unlocked the drawer when the device was powered on. The fse then replaced the drawer controller board and rebooted the device. After reboot, the half-height cubie drawer was verified to be operational. The customer was able to open and inventory the drawer, and no further issues were reported for this device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.2 failed and an error message stating "device not detected on bus" was displayed on the screen. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.